Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.".

Event description:
A patient reported having sensitivity on their left lower back molar. The patient went to the dentist, and he said that their molar filling had cracked and now they need a crown on this molar and the other back lower molar. The dentist said the patient cannot wear the aligners with this temporary crown for (2-3 weeks) and is leery of the patient wearing them after the permanent crown is cemented in because he thinks the aligners may have caused this crack in the first place.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.